Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at a device follow-up, this pacemaker exhibited a longevity of one year remaining. The magnet rate was 100 ppm. Three weeks later, the remaining longevity was seven months and the magnet rate was 90 ppm. The device had been implanted for only two years. A copy of the device memory was saved and submitted to technical services to determine the cause of the premature battery depletion. Engineering review of the device data found the power consumption had increased steadily over the past year. The root cause could not be determined, but the behavior was consistent with an issue with an internal hardware component. The data showed the device would be capable of providing therapy for 28 days. Device replacement was recommended. It was later confirmed the device was explanted two days later and was replaced with a competitors device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.